Event description:
Patient reported that they noted reflexes in the vision of right eye, two (2) days after surgery. Patient stated when the lights reflect in peripheral vision, they lose their vision, and during the night the situation is worse. Patient stated he can´t drive and walk the streets, and also when he watches tv, is necessary to turn off the home lights as to not disrupt vision with lateral lights (peripheral vision). In addition, patient is still noting reflexes and physician (dr. (B)(6)) doesn´t know why. It is unknown if the patient plans to have lens explanted. No further information has been received.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Patient is experiencing reflexes in vision. All pertinent information available to the manufacturer has been submitted. Placeholder.